Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump cable revealed residue within the in-line connector, indicative or oxidation/corrosion from fluid ingress that would have contributed to the driveline communication fault alarms that were confirmed through review of the submitted log files. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular arrhythmia could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 11.5¿ from the pump header. The distal end of the pump cable and the modular cable were also returned. The sealed outflow graft, sealed outflow graft bend relief, and outflow graft clip were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff had been removed and was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no laminated or denatured depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the pump cable in-line connector found that the most corrosion was located in the pin connectors for the yellow (comm b) and green (comm a) wires. There was no evidence of blood in the connector. Electrical continuity testing of the distal end of the pump cable found no discontinuities or shorts. Resistance values of the green wire (comm a) intermittently measured higher compared to the other wires, which is consistent with the reported driveline communication fault alarms. The pump header, pump-end bend relief, and the outer layers of the pump cable appeared unremarkable, and no evidence of fluid ingress was discovered. Upon removal of the outer layers of the pump cable, examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The pump was tested on a mock circulatory loop using the returned distal end of the pump cable and the modular cable it was returned with for approximately 1.5 hours. The reported driveline communication fault alarms were not reproduced, even with manipulation of the driveline. Of note, the pump cable was cleaned prior to testing. Although the driveline communication fault alarm was not able to be reproduced during testing, the fluid ingress observed inside the in-line connector has the potential to result in the driveline communication fault alarms confirmed in the submitted log files. The account later reported the cause of the event was patient noncompliance in device maintenance and protection. The pump was cleaned, rebuilt, and functionally tested under load conditions on a mock circulatory loop. For the functional testing, a test section of distal pump cable was used due to the corrosion in the returned distal pump cable. The pump was connected to and operated on a heartmate 3 functional tester. The device operated as intended and the retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of the IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also address all system alarms, including the driveline communication fault, as well as the appropriate actions associated with each condition. Section 8 of the IFU entitled ¿equipment storage and care¿ contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook is also available. Section 4, ¿living with the heartmate 3¿ contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5 entitled ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the arrhythmia was ventricular tachycardia (vt) and the patient experienced edema, fatigued, and discomfort. It was treated with direct current defibrillation. It was noted that the patient had a history of vt prior to lvad implant.

Event description:
It was reported that the patient had a driveline communication fault alarm on (B)(6) 2023 local time. The patient visited the hospital and was admitted. A clinical engineer confirmed the alarm through a review of the event history on the system monitor. It was noted that there was no visible driveline trauma, and the patient was asymptomatic. The alarm was cleared but later reoccurred. The facility exchanged the patient¿s system controller and modular cable in an attempt to resolve the alarms. It was also noted that the patient developed sustained ventricular arrhythmia on (B)(6) 2023 while in the hospital, and cardioversion was required. It was later reported that the driveline communication faults returned on (B)(6) 2023. Technical services suggested silencing the faults. It appeared the issue was with the comm a wire but the redundant wire for comm b was still functional. The patient was reportedly discharged home on (B)(6) 2023. However, on (B)(6) 2023 the driveline communication fault alarms reoccurred, and the patient was readmitted. Log file interrogation revealed that the driveline may have damage in both comm a and comm b wires. The log graphs displayed drops in pump speed due to the loss of communication in the comm a and comm b wires. On (B)(6) 2023, the patient underwent a pump exchange due to the driveline damage. During the exchange it was observed that water damage was present inside the connectors of the pump cable and modular cable. It was believed this had caused corrosion resulting in the faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2023-02161 and 2916596-2023-02158. It was reported that the patient had a driveline communicate fault alarm. The patient was admitted to the hospital and a clinical engineer confirmed the alarm through a review of the event history on the system monitor. The alarm was cleared and did not return. There was no driveline trauma and the patient was asymptomatic. The patient's system controller and modular cable were exchanged.